Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to the stago neoptimal laboratory method. The result from the meter was 3.4 inr. The result from the laboratory was 2.6 inr. On (B)(6) 2019 the result from the meter was 3.9 inr. The result from the laboratory was 2.8 inr. On (B)(6) 2019 the result from the meter was 3.5 inr. The result from the laboratory was 2.4 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.